Event description:
It was reported that the device was fractured. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the physician was advanced the balloon through a 6f guidezilla guide extension catheter. However, the device got fractured in the mid shaft when pushed. The balloon was able pulled back and the procedure was completed using alternative device. No complications were reported.